Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the pinch valve at pv49 was broken at the base and the pinch valve was not actuating; pv49 was replaced resolving this issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported their coulter lh 500 hematology analyzer gave diluent comparison error messages; troubleshooting determined pinch valve pv49 was broken at the actuator and service was dispatched. There was no death, injury, or change to patient treatment and no erroneous results were generated in connection with the reported event. There was no leak; the pinch valve broke at the base not allowing the valve to actuate.